Manufacturer narrative:
Additional information: the device had been inspected prior to use with no issues noted. The lesion had been pre- dilated. No resistance encountered when advancing the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a mildly calcified lesion located in the left anterior descending artery. It was reported that the stent failed to cross the lesion and stent deformation occurred. Patient status post procedure is alive with no injury.